Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. (B)(4).

Event description:
A nurse reported a scratch was observed on the intraocular lens (iol) after I was implanted into the patients eye. The lens was removed from the eye. Additional information received; the procedure was completed the same day with a spare lens and without patient harm.